Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed that the slider of the shaft was rubbed on the top. The outer sleeve was also rubbed on the inside. Furthermore, deposits have been found in the outer sleeve and on the edge of the slide which most likely caused the observed condition. The most likely cause therefore is attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the drill lining of the device is defective. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.